Event description:
The customer alleged that he performed a control test using his contour system and received a result of 45 mg/dl. The normal control range was 109-150 mg/dl. Customer service attempted to get more information from the customer, but he disconnected the call. An attempt to contact the customer after the initial call was not successful. No product will be returned.

Manufacturer narrative:
The call ended before the customer's product information could be obtained. It's not possible to determine the manufacture date or 510k number without the meter information.